Manufacturer narrative:
(B)(4). Date sent: 10/25/2024 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what efforts were made to locate the pieces of the blade during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection procedure in a male patient the device was used. The procedure was difficult due to the narrow pelvic space and also due to the fact that the patient had received radiotherapy prior to the surgery. The radiotherapy had caused thickening and hardening of the rectum tissue, thus making the surgery difficult, wherein multiple staple firing were needed to divide the rectum. The device was working well up till about the 4-hour mark where an error was prompted on the gen11, mentioning replace instrument. Re-plugging in the device was attempted along with reactivation, however the device could not be reactivated and was thus non-functional. Further examination of the device blade revealed that a small distal part of the blade had broke off. A new har1136 was then opened to continue the surgery. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024. Additional information was requested and the following was obtained: 1. The additional information indicated there was a radiological leak. What was the cause of the leak? Ans: upon discussion with the surgeon, the surgeon did not mentioned the cause of the leak, but the hint was that the leak was likely due to the low anastomotic site and thickened tissue. During sales rep's discussion with the surgeon, he said the patient had to spend longer time in hospital but otherwise was overall doing well. 2. Was an ethicon device used at the site of the leak? Both ethicon and medtronic devices were used at the anastomosis site. Ethicon echelon+ with gst reloads and the medtronic eea tristaple circular stapler were used.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024 d4 batch #: y7002z additional information was requested and the following was obtained: 1. What efforts were made to locate the pieces of the blade during the procedure? Ans: instrument nurse tried to locate the blade piece at the sterile table. Surgeon had attempted to located the piece by examining with the laparoscope. 2. Was this procedure converted to an open procedure? Ans: no 3. Are there any plans to locate the pieces? Ans: after attempt to locate the piece during the case, no other plans were attempted. 4. Was there any change in the patient care as a result of this event? Ans: none that was mentioned. 5. What is the current patient status? Ans: sales rep had met the surgeon one week after this pertain date and asked on the patient condition. Surgeon mentioned that patient was noticed to have a radiological leak, however no abscess or inflammation was noted. Patient was having ileus. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the additional information indicated there was a radiological leak. What was the cause of the leak? Was an ethicon device used at the site of the leak? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad damaged. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found.  Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.   Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch y7002z and no non-conformances were identified.